Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer replaced the infusion set and cartridge an d continued insulin therapy.